Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was having issues loading cartridges onto the pump. An alternate cartridge was successfully installed resolving the issue. There was no reported impact to customer's blood glucose.